Manufacturer narrative:
Quality-safety evaluation of ptc received on 08-nov-2016: the bayer reference number for the ptc report is: (B)(4). Lot number: 654825 manufacturing date: jul-2009, expiration date: jul-2012. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded however, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-nov-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 491 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this is a solicited case report refers to a (B)(6) female patient who was involved in a non-interventional epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method. She had essure inserted for contraception and on that day she had bilateral tubal perforation. She underwent tubal sterilization and essure device removal the same day and recovered 3 days later. Fallopian tube perforation and complication of device insertion are listed in the reference safety information for essure. In this case, the insertion was difficult and the malposition was discovered in the same day. Thus, the perforation occurred during the insertion procedure. Considering the suggestive temporal relationship and given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. The lot number was received but not the sample. A review of the manufacturing batch record confirmed that the product met all release requirements. A product quality defect could not be confirmed but is considered plausible.

Event description:
This is a solicited case report received from a investigator in (B)(6) on 26-aug-2016 which refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. (B)(6). On (B)(6) 2009, the patient had essure inserted for contraception (lot number 654825). On (B)(6) 2009 the patient experienced bilateral tubal perforation. Tubal sterilization performed on (B)(6) 2009 via coelioscopy where electrocoagulation and section of both fallopian tubes was performed. Bilateral tubal perforation was confirmed. Ablation of medical device occurred on (B)(6) 2009. Abdominal pain appeared very quickly. She recovered on (B)(6) 2009. The investigator considered this event as serious due to hospitalization and related to essure. Follow-up received on 02-sep-2016: the questionnaire - uterine/tubal perforation with essure was provided. Patient's demographic data was reported. She has no history of previous gynecological intervention. Beta hcg test performed before essure insertion, on (B)(6) 2009, was negative. The insertion was performed during patient's follicular phase. No abnormal uterine findings detected prior to insertion. Patient received hypnovel and sufenta during procedure. The insertion was difficult on both sides. The visualization of tubal os was easy. The procedure did not take more than 20 min. Fluid loss more than 1500cc during hysteroscopy did not occur. Essure confirmation test was performed on the same day. The test did not confirm tubal occlusion. The incorrect essure position was diagnosed on the same day of insertion, on (B)(6) 2009. Perforation occurred bilateral. The diagnosis was made via laparoscopy. In the left tube 1 part was located within tube and 1 part within abdomen. In the right tube 1 part was located within tube and 1 part with abdomen. The patient presented abdominal pain. Essure removal was necessary, the removal occurred on (B)(6) 2009 via laparoscopy. Tubal sterilization was performed on the same day. Coelioscopy performed also on (B)(6) 2009. Ablation of medical device on (B)(6) 2009. No signs of infection, inflammation and/or any pathology results were reported. The patient has recovered from event on (B)(6) 2009. The investigation considered the event serious because results in hospitalization and also required intervention. Company causality comment: this is a solicited case report refers to a (B)(6) female patient who was involved in a non-interventional epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method. She had essure inserted for contraception and on that day she had bilateral tubal perforation. She underwent tubal sterilization and essure device removal the same day and recovered 3 days later. Fallopian tube perforation and complication of device insertion are listed in the reference safety information for essure. In this case, the insertion was difficult and the malposition was discovered in the same day. Thus, the perforation occurred during the insertion procedure. Considering the suggestive temporal relationship and given the nature of this event, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information has been requested.